Event description:
Report received from hcp-pt expired for unknown reasons. The autopsy report is pending. Follow up with hcp revealed pt had history of episodes of feeling sweaty and decreased tone. Refill dates had been adjusted in hopes of relieving these symptoms. Pt had no fever associated with these symptoms. Family member reported "pt just went to sleep at night and did not wake up." Autopsy results have not been reported. A supplemental medwatch report will be filed when add'l info is received.